Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - drill. Visual examination of the returned product identified the head had fractured from the shaft of the device. The outer sheath shows damage, and the seam has twisted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided but not further reviewed. Sending the images would not enhance the investigation of the drill shaft breaking. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported the surgeon was placing screws in a g7 cup. The patient had existing hardware in the pelvis. The doctor believes he was hitting one of those screws when the drill shaft broke. All the pieces were retrieved, and item will be returned. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 010001001 lot# 3425549 g7 screw 6.5mm x 40mm. Cat# 010000997 lot# 7022115 g7 screw 6.5mm x 20mm. Cat# 110010252 lot# 6506728 g7 osseoti 4 hole shell 68mm I. Cat# 31-323240 lot# 65819488 3.2mmx40mm rnglc+ acet drl bit. Cat# 010000998 lot# 7319655 g7 screw 6.5mm x 25mm. Component code: mechanical (g04) ¿ drill. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided but not further reviewed as sending the images would no further enhance the investigation of the drill shaft breaking. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.